Event description:
Same case as MFR# 6000093-2006-01778. It was reported that the pt experienced a myocardial infarction (mi) post procedure. The pt presented with chest pain at a local hosp. The EKG indicated an mi, and the pt was transferred to the study site for the index procedure. The index procedure treated a de novo lesion in the proximal rca, with 70% stenosis. The physician predilated the lesion prior to placing both a 2.75 x 20 mm and a 2.75 x 12 mm taxus express2 stents. The pt rec'd nitroglycerin, reopro, heparin, cardene and atropine during the procedure. Post procedurally the pt was in the critical care unit with complaints of mild chest discomfort. Enzymes continued to be elevated. The pt also had a speech disturbance, likely due to tia, as well as anemia. There were no residual effects. The pt was discharged 5 days later on aspirin and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.